Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. A visual inspection was conducted from the photo received. From the photo it was observed that the package is broken. No other defects were observed. A device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. A conclusive root cause can not be determined since the sample was not available at the time of this report. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the package is torn/broken. No patient involvement.